Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion micro meter was giving variable readings. Customer contacted customer elation on (B)(6) 2011 reporting she wanted a refund because this meter and strips gives variable results and it resulted in her being hospitalized because she was compensating for the readings. She gave the examples of 34 on her relion micro when really her blood sugar was 110 and 550 on her meter when really her blood sugar was 150. (B)(6) 2011 customer service spoke to patient and during this conversation she said something different then what was originally reported. She explained that she got a 34 on her relion micro meter when really her blood sugar was 400 on her relion ultima meter which is also what she read at the hospital. She was treated with normal medication and IV's, but was sick and that's all she remembers. Now she would just like her money back. Requesting refund.